Manufacturer narrative:
Results of investigation: the suspect device was returned for evaluation. However, vyaire medical was not able to confirm the reported issue during bench testing. Vent passed patient circuit leak test several times during testing using a known good patient circuit. Vent was hooked up to a vt plus hf flow analyzer to monitor tidal volume and breath rate, no inaccurate readings were logged. Vent passed 50 hours of extended test with no unusual alarm or error condition. Vent passed initial final test which measure the total functionality of the vent. Vent passed initial alarm volume test. Vent was open and inspected, no anomalies were noted. Process vent thru service to meet all factory standard and specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator started failing during patient flight and noticed issues on the trending down oxygen saturation (spo2) of the patient and increase in pulse rate. The patient was removed from the revel ventilator and started to hand ventilate via bag valve mask. The patient's vital signs went back to normal.